Manufacturer narrative:
The sample device was unavailable for return to the manufacturer for evaluation. No images of the device were provided. Without such evidence, root cause could not be determined. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
¿I notice that the dressing is moist and detaching, it seemed to show discharge. While removing the dressing, I notice that the PICC was ruptured between the catheter and the hub.¿

Manufacturer narrative:
The sample device was returned for evaluation. A review of the device found the PICC line is broken, 3.0 mm from the securement disc, confirming the customer's complaint. Based on the inspection, the most probable cause for the catheter breakage may be related to patient activity or movement, or excessive tensile/pulling force during use. Since the cause is most likely due to an event in the user environment, no corrective action will be taken at this time.